Event description:
Per the clinic, the device was explanted due to infection and magnet dislodgement. The device was explanted on (B)(6) 2012 and the patient was reimplanted with another device during the same surgery.

Manufacturer narrative:
Correction: per the clinic the patient experienced an infection at the implant site resulting in extrusion of the implanted device. The recipient was implanted with another device on (B)(6) 2013 not (B)(6) 2012 as previously reported. As per the clinic the device is not available for analysis. (B)(4).

Manufacturer narrative:
(B)(4).